Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that it was unknown if the device was disposed of by the hospital or if the device was lost in transit. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet7 kit. It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician bypassed the ophthalmic artery with a penumbra system jet 7 reperfusion catheter (jet7) and penumbra system 3max reperfusion catheter (3maxc). The physician then removed the 3maxc and found the mid shaft of the jet7 to be kinked and would not advance further; therefore, the jet7 was removed. The procedure was complete using a new jet7 with the same 3maxc. There was no report of an adverse effect to the patient.